Manufacturer narrative:
An inspection of the bed and it components was completed in the presence of facility representatives (administrative supervisor and clinical engineer) and found the bed and all three bed exit alarms to be functioning as designed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The customer could not confirm that the bed exit alarm was on at the time of the fall, and thinks the bed exit alarm was not in use, but reported that the caregiver's nurse stated the exit alarm was set. Use of the bed¿s exit alarm can not be confirmed, as the bed is not connected to a nurse call system, and therefore log files are not available for review. The reported fall and subsequent hip fracture required surgical treatment and therefore meets the definition of a serious injury. Based on the statement by the unit manager indicating that the bed alarm was not set and the inspection of the bed found the bed to be working as designed this event is being reported as serious injury, no malfunction due to potential use error. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed exit alarm was not working and the patient fell out of bed. In a follow-up call with the customer, it was stated that the (B)(6)-year-old patient, admitted for altered mental status, sustained a left hip fracture from the fall which required surgical repair. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).